Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml dua l-chamber eva bag was activated/mixed; half of the rod was "off/partially coming apart" resulting in the bag being mixed. There was no leak or damage to the bag and carton. The bag was contained total parenteral nutrition (tpn). This was observed upon opening the light protective overpouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the actual sample was provided for evaluation. Visual inspection of the photograph was performed using the naked eye which revealed the divider rod was detached from the dual chamber bag. Due to the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.